Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. This report reflects lot number a0389024. It was confirmed that this lot number did not contributed to the event based on additional information that was received on (B)(4) 2015. Please refer to 1065835-2015-00509 for the description of the second report.

Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which lot contributed to the event. Please refer to 1065835-2015-00509 for the description of the second report. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which lot contributed to the event. Product has been returned for evaluation and found to be within specification. The investigation including root cause analysis is also in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2015 by the eye care professional (ecp) that one of their patients experienced bilateral corneal ulcers with a pair of daily disposable lenses. At the time of the report, the patient was resolved and had been refit in a different contact lens brand. No other information has been provided at this time. Additional information has been requested but not yet received.